Event description:
(B)(4): it was reported that a metal piece was cracking and chipping off of the central axis of two separate drop tubes of dual yoke suspensions. There was no pt involvement and no adverse consequence reported. Another medwatch report will be filed under MDR #2031963-2012-00084.

Manufacturer narrative:
The damaged central axis of the dual flat panel suspension was evaluated in the field and replaced by a stryker field service rep. Based on the eval and the photographs taken, the most likely cause of the broken metal pieces is that the stop was broken due to excessive force applied by the user and the pieces that were dislodged became wedged between the dowel-type stop and the machined end of the groove eventually pushing out the chunk of metal as reported. The dowel-type stop moves freely in the groove until it reaches the end, resulting in the "stop" of rotation. Contact between the dowel-type stop and the machined end of the groove, both significant metal parts, general stops motion of the arm. However, it appears in this case that enough force was used over time to result in the degeneration of the machined end. There was no adverse consequence reported as a result of this event.